Event description:
The lay user/pt contacted lifescan alleging the meter has segments missing. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the pt.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 499 mg/dl and 199 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.